Event description:
The consumer stated she has the chair powered down and alleges the chair turned on by itself, moved forward running into the wall, tables, and other objects in the room before she was able to shut it off. No injury is alleged.

Manufacturer narrative:
No injury reported. Consumer had a similar complaint in 2007 and a file was opened. Components were replaced and used components returned and inspected. Worn and visibly damaged components were received. The components were inspected by engineering and functioned as designed. The prior complaint could not be duplicated. The switch is a mechanical switch and it's unclear how this switch turned itself on. Malfunction not confirmed. MDR filed as a conservative measure.